Manufacturer narrative:
(B)(4). Baxter has not received this device for evaluation or service. A supplemental MDR will be submitted if the device is returned to baxter for evaluation.

Event description:
It was reported that a device alarmed for a system error 105. There was no reported patient injury.